Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a cotumr from USA: "power cord removed from wall and separated, piece that goes into wall needed to be pried out. Delay in therapy: no. Need for medical intervention: no. Death / serious injury: no."